Event description:
(B)(4). The procedure itself was extremely painful and I missed 2 days of work. I have experienced heavy periods lasting 2- 3 months and now I have periods with severe pain and clotting twice a month. I have sharp stabbing pains in my pelvic area and fatigue. I have vaginal burning that is not a yeast infection and I believe it to be a reaction to the toxic materials in this device. I am scheduled for a hysterectomy on (B)(6) 2015 thanks to this product. My hsg shows one of my coils looks twisted and bent, my new doctor suspects it has perforated the tube and may be broken